Event description:
It was reported that the patient received a patient notification alert for high, out of range, pacing lead impedance. Capture threshold had also increased. The patient is undergoing unrelated surgery before lead revision is addressed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.